Manufacturer narrative:
(B)(4) initial report: additional information was requested, such as xrays, operative notes, patient age, activity level, weight and medical history, did the patient experience any slip/fall post primary surgery, did the patient follow correct post-op protocol, and an update on the patient post-revision. Additioanl information will be reviewed and additional information will be provided in a supplemental report. The appropriate device details were provided. The manufacturing records will be located and review. Conclusions will be provided in a supplemental report. Note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Revision of hip replacement due to pain: head, insert and liner were explanted.

Manufacturer narrative:
Cer-2022-0011 - final report. Additional information was requested, such as x-rays, operative notes, patient age, activity level, weight and medical history, did the patient experience any slip/fall post primary surgery, did the patient follow correct post-op protocol, and an update on the patient post-revision. Unfortunatetly, the reporter responded via email that she has no further information about this patient. The appropriate device details were provided. The manufacturing records have been identified and reviewed. All parts conformed to material and dimensional specifications at the time of manufacture. Following revision, the surgeon confirmed that the stem and cup were well fixed. There was nothing wrong with the implants, he put a new head and reduced the hip. Based on this, no further investigation can be conducted, and the root cause could not be identified. Note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Revision of hip replacement due to pain: head, insert and liner were explanted.